Event description:
The representative reported a reservoir volume discrepancy; the estimated reservoir volume was 2.5 mls, the actual reservoir volume was 8.5 mls. All programming was confirmed as correct; there was no discrepancy at the last refill. The pump was programmed to deliver morphine 50 mg/ml concentration at a dose of 18.47 mg/day. The pump may be replaced when catheter patency is checked; a catheter dye study may be performed. Additional information has been requested from the physician.